Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1927bcf-45 serial/batch number (B)(6) was received for investigation. Visual inspection noted signs of damage on the distal and proximal end of the screw. Functional testing was not performed due to the damage of the device. The most likely cause of the reported failure is user error, such as misaligned insertion and/or prying and leveraging the device during insertion.

Event description:
On 16th january 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke. This was detected during a rotator cuff repair procedure on (B)(6) 2025. Ar-1922p and ar-1927ptb-45 was used to prepare bone socket. The anchor broke during insertion and no fragments were left in the patient. Patient bone quality was normal. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.